Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that patient is making progress with physical therapy and is dependent on home health.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's replacement surgery was aborted due to a neuromonitoring issue. The patient loss 50% reduction in motor function. The patient also lost bladder control. All products were explanted and nothing new was implanted.